Event description:
Report received of an overdelivery. In 02/2005 at 1400, the pump was programmed to deliver 500ml of lipids at a rate of 21ml/hr and the delivery was started. The next day at 0910, the pump alarmed vtbi (volume to be infused) complete and the nurse noted that the bottle of lipids was empty. Reportedly, the delivery completed 4 hours and 50 minutes ahead of the scheduled time of completion. The pump was removed from clinical service. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. Through requested, no additional information was provided.